Manufacturer narrative:
H.6 investigation summary: bd received one photograph which displayed a q-syte out of packaging with the top disk partially pushed into the top body (polycarbonate) of the q-syte. The reported issue was confirmed. Although the reported issue was confirmed, a definite source that caused the damage could not be determined. This type of damage is normally attributed to incorrect usage or excessive actuations. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "on (B)(6), when using the product in the morning, the septum collapsed, the product was used for aids patients, 1 product, can be returned."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "on 8th january, when using the product in the morning, the septum collapsed, the product was used for aids patients, 1 product, can be returned."